Event description:
It was reported that atrial undersensing was observed during a high ventricular rate episode. The patient had chronically small p waves and sensitivity had already been programmed to a low value. There were no reported patient symptoms. The patient was to continue with regular follow ups in clinic.